Manufacturer narrative:
04-sep-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Event description:
String on tampon falls apart, had to seek assistance to remove tampon [foreign body in reproductive tract]. String on tampon falls apart when you pull, had to seek assistance to remove tampon [complication of device removal]. String on tampon falls apart [device breakage]. Probable manufacturing cause [manufacturing issue]. Consumer contacted via e-mail and stated that the string on the tampon fell apart when she pulled, and she had to seek assistance to remove her tampon. No serious injury was reported.

Event description:
String on tampon falls apart, had to seek assistance to remove tampon [foreign body in reproductive tract]. String on tampon falls apart when you pull, had to seek assistance to remove tampon [complication of device removal]. String on tampon falls apart [device breakage]. Probable manufacturing cause [manufacturing issue]. Consumer contacted via e-mail and stated that the string on the tampon fell apart when she pulled, and she had to seek assistance to remove her tampon. No serious injury was reported.

Manufacturer narrative:
04-sep-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
A product investigation is in progress.

Event description:
String on tampon falls apart, had to seek assistance to remove tampon [foreign body in reproductive tract]. [Complication of device removal]. String on tampon falls apart [device breakage]. Case description: consumer contacted via e-mail and stated that the string on the tampon fell apart when she pulled, and she had to seek assistance to remove her tampon. No serious injury was reported.